Event description:
Mitral valve implanted and pt off bypass. Transesphageal echo-cardiography done which showed multiple leaks in valve. Back on bypass & left atrium opened (did not stop heart). Multiple leaks noted where valve leaflets are sewn & not where surgeon sewed valve in place. Required explanting of another valve. Pt on bypass extra 2 hrs for implantation of another valve.